Event description:
The patient reported in 2007. He received an 04 (occlusion) error message on his insulin infusion device. He stated he did his own troubleshooting by disconnecting from the device and trying to bolus through the infusion set tubing which was unsuccessful. He said he then removed the tubing and was able to bolus without error. He replaced the tubing and the error message did not repeat. He reported that on the morning of the following day, he had a high blood glucose reading of 'over 300" mg/dl that he discovered through routine testing. He stated his symptoms wee thirst, frequent urination, and he "felt sick." He said he corrected his blood glucose levels by taking an injection of insulin. He stated he did not receive an error message on his infusion device. He then repeated the troubleshooting he had done the evening before and, once again, he was able to bolus successfully only after changing the tubing. At the time of the call, the pt reported his blood glucose reading was 114 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.